Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's right occipital lead migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.